Event description:
The ra lead was implanted (B)(6) 2006 and was explanted on (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2012 10:29:57 am states that entire system was removed due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).